Event description:
It was reported that the patient's implantable pulse generator (ipg) had premature battery depletion. The ipg remains in use. No patient complications have been reported as a result of this event.

Event description:
The device was later explanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.